Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working like it was supposed to work. The customer¿s blood glucose was 263 then 223mg/dl. The insulin pump was not working like it was supposed to work on the blood glucose stated unable to connect when they put the strip into the glucometer the blood glucose was not being sent to the pump. The troubleshooting was not performed. The insulin pump will not be returned for analysis.